Event description:
It was reported that during a coronary stent procedure, the physician experienced crossing difficulties during direct stenting of a calcified lesion. Upon removal it was noted that the stent had moved on the delivery device. The lesion was pre dilated and another stent was successfully placed. No pt injuries or complications were reported.